Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.15 volts in the box. This was the result after three manual capacitor reformations. The monitoring voltage before the cap reforms was not reported. A boston scientific technical services consultant discussed keeping the device at room temp for 24-48 hours and rechecking the monitoring voltage. The device did not recover and was returned for analysis.